Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated lactate dehydrogenase (ldh) levels with hematuria and concern for pump thrombus. An echocardiogram revealed the left ventricle was not unloading. The patient has a small left ventricle end diastolic diameter of approximately 4.6cm. On (B)(6) 2015, the patient underwent a pump exchange. Both the inflow conduit and the outflow graft were left in place after no thrombus was visualized using a flexible pediatric scope. No additional information was provided.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombosis.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The evaluation of the pump confirmed the report of suspected pump thrombosis. The rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and showed areas of denaturing, indicating that it likely formed around the bearing over an undetermined amount of time while the pump was operating. Additionally, the rotor assembly revealed a flat, tissue-like deposition situated between two of the rotor vanes. The deposition did not appear to have originated in this location and showed darker areas of denaturing. Its specific origin and a duration in which it was present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported elevated ldh and hematuria. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.